Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va02u23, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient lost the patient programmer when they moved houses. The patient was "having an emergency with the system" and the manufacturer's representative was at a different location and cannot make it there. When asked to clarify, the representative stated that the patient was "having another condition" a "surgical problem" and they needed to turn the ins off. It was noted that the sling was causing bleeding and the patient "thinks" the ins is "pulsing irregularly." The patient was going to surgery very soon pending approval and the hcp (healthcare provider) wanted the ins turned off. Regarding when the event or symptoms occured, it was noted this started happening "about 5 minutes ago." Additional information received noted that the patient had an emergency, was in a lot of pain and they lost their programmer during a move. The patient couldn¿t turn off the ins without it and when they called to obtain a new one, they were informed they had to pay for it and they couldn¿t. It was later reported that the patient noted: "I misplaced device and I need to have my device turned off as soon as possible because I'm going through some complications and I'm coming up with a surgery. " in the process of moving the patient came up with complications and went to the ER. It was noted: "they came up with having it turned off right away because of the symptoms I've been getting." Regarding when the event or symptoms occurred, it was noted: "the middle part of this month." When asked to clarify what the patient meant by complications, it was noted: "it got to where the pain was so bad they didn't know where the pain come from." The patient told them the pain came from the back where the ins was. The patient noted a lost patient device. The patient last saw her patient programmer "the beginning of this month" before she started moving. It was further noted that the patient did call on the (B)(6) and replacement was processed through the lost/stolen program. It was additionally noted that the programmer was on its way to the facility that the patient requested, when she called on (B)(6). Delivery was expected on monday. If additional information is received, a follow up report will be sent.